Event description:
Arrow fiberoptix intra-aortic balloon catheter was inserted in the cath lab without difficulty. Four days later, the intra-aortic balloon pump (iabp) was not augmenting correctly. Blood was noted in the iabp catheter tubing. We discontinued the machine, aspirated helium, and removed the catheter. It is believed that the iabp balloon ruptured.